Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The arteriotomy was 6f. A femoral angiogram was not performed. Reportedly, the proglide knotted and the foot would not close, the lever could not be returned to its original position to park the foot. The patient was in a lot of pain and morphine was administered. The device was pulled out, damaging the artery. The pci procedure was performed. After the procedure manual arterial compression was applied for 20 minutes and hemostasis was achieved. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. Perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Patient codes: (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Fifteen unused representative samples with the same part number and lot number as the complaint device were returned for evaluation. Functional testing was performed on all of the returned devices and no difficulty of the foot to retract or difficulties to remove the device was found. A cause for the reported experienced could not be determined based on the investigation findings from the tested samples.